Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during intraocular lens (iol) implant procedure, after the lens was implanted in the eye it had a huge crack or scratch across the center. Surgeon does not know if this was an issue with the tech who loaded the lens or it was a manufacturer defect. This was the third lens of the day that she had trouble with though and guessing it was tech mishandling of the lens. The lens was inserted into the eye and had to be extracted and replaced in the initial procedure and there was no patient harm. Additional information has been requested. There are three medical device reports associated with this report. This is 3 of 3.